Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I total ¿-hcg result generated for a 25-year-old female patient sample. The following data was provided (customer¿s reference range <4.87 miu/ml is negative): (B)(6) 2026 sample ID (B)(6) initial result = 82.47 miu/ml, repeat results = <2.42 miu/ml no impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I total ¿-hcg result generated for a 25-year-old female patient sample. The following data was provided (customer¿s reference range <4.87 miu/ml is negative): (B)(6) 2026 sample ID (B)(6) initial result = 82.47 miu/ml, repeat results = <2.42 miu/ml no impact to patient management was reported.

Manufacturer narrative:
Sections d3 email and g1 mfg site email were updated. Further review by the customer noted that the sample was not centrifuged properly. When the sample was recentrifuged, and rerun, a negative result was obtained. The alinity I am processing module, serial number (B)(6) was evaluated. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues with regards to the customer reported event. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I am processing module, serial number (B)(6) was identified.